Event description:
During a rotator cuff repair, the suture broke off at the eye of the anchor. The anchor remains embedded in the patient without adequate fixation. Another anchor had to be used to repair the cuff.

Manufacturer narrative:
Device has not been returned for evaluation.